Manufacturer narrative:
Once the rv lead is returned and analysis completed, this report will be updated.

Event description:
The lead was returned.

Event description:
Boston scientific received information that during a patient follow up three months post implant, this right ventricular (rv) lead presented with low sensing, high pacing thresholds, a sudden decrease in pacing impedances to 300 ohms and the shock impedance measurement was intermittently below 20 ohms. A lead insulation issue is suspected. A revision was performed and this lead was successfully replaced. No additional adverse patient effects were reported due to the surgical procedure.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Visual inspection noted setscrew marks on the terminal pin. Tissue was present on the helix which inhibited the helix mechanism from extending or retracting the helix when tested. In addition, there was separation of the gore covering from the medical adhesive (ma) at the distal edge of the proximal shocking coil. Associated with this was a slight stretching of the shocking coil. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation of low impedances and an insulation issue. Detailed analysis did not reveal any abnormalities to the lead insulation.